Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while inserting the syringe needle into the cartridge it bent. Customer could not recall blood glucose. Customer changed the needle and the cartridge was filled successfully.